Event description:
Wash solution concentrate was incorrectly diluted/prepared for use with various assays on the tosoh aia-600ii. The error in wash solution preparation was not discovered for several weeks and pt results were reported. No information is available on impact of incorrectly prepared wash solution. Manufacturer recommendation was to repeat all pt specimens assayed using the correctly prepared wash solution. Root cause: laboratory did not follow manufacturer procedure for preparation/dilution of the aia wash solution. Aia wash solution is an exempt reagent used in washing the reaction vessels during specimen analysis.